Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. Customer assisted with troubleshooting, however display returned without any alert and insulin pump was working normally. Customer performed self test and it was passed. However customer called back for reporting blank display. The customer was advised to discontinue use of the insulin pump and revert to the backup plan per healthcare professional's instructions until replacement arrives. The insulin pump will be returned for analysis.